Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the drag force in catheter during bolus injection, syringe was replaced with new one, but bolus injection still could not be completed. Catheter was removed and new 100/391/118 package was used. No patient injury reported.

Manufacturer narrative:
Other text: one used catheter connector (epidural luer) and one clear catheter (closed end) were received. Under visual inspection the samples appeared to be in good condition. The connector with catheter were flushed by a spare syringe filled with air, it was observed that the set was occluded. Visual examination was done by marking the catheter by black marker near closed connector. Then the connector was opened and the length of catheter which was inserted in connectors by customer was compared with length of the connector sleeve. The comparison shows that catheter was not fully inserted into the connector before use which was resulted in reported issues the root cause is that the catheter was not fully inserted into the connector before use. No lot number was provided for performance of a device history record review.